Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with burning sensation, redness, inflammation/ swelling and an infection that extended beyond the patch perimeter. The patient¿s spouse reported noticing redness, swelling, and a burning sensation on the patient¿s arm, described as feeling ¿hot.¿ the spouse transported the patient to the hospital, where medical staff informed them that the symptoms appeared consistent with a bacterial infection. Blood work was performed; however, the spouse was unable to provide the results. The patient was prescribed oral cephalexin 500 mg, to be taken 4x daily for 10 days. Hospital staff removed both the cgm and insulin pump and placed new devices in different insertion sites. The patient remained at the hospital for approximately three hours before being discharged. After returning home, an attempt was made to replace the cgm sensor; however, it fell off. Per the spouse, the patient is currently doing well, with no additional injuries and no further medications or treatments reported aside from those noted above. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.